Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: ICD implanted: (B)(6) 2012; 5076 implantable pacing lead, implanted:(B)(6) 2004. (B)(4).

Event description:
It was reported that telemetry strips appeared to show loss of capture. There was no intervention. The lead remains in use. No patient complications have been reported as a result of this event.